Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor gave a reading of 64 mg/dl when the blood glucose reading was actually 402 mg/dl. The drive support cap appeared normal and recessed. The insulin looked normal and the insertion site was not sore or irritated. The time and date were correct. The customer declined further troubleshooting and was advised to change the entire set, reservoir and insulin and treat per a health care professional's instruction.